Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
She is stating that the hand pendant cord has exposed wires, and they can not have that in the school with special needs.